Event description:
Reporter alleged the customer obtained discrepant back to back blood glucose results of 339 mg/dl, 92 mg/dl and 112 mg/dl when all tests were performed within 10 minutes on the active s system. No actions were reported taken or treatment received. A request was made for the return of the affected product.